Event description:
As reported, closure of the puncture site with a 6f exoseal vascular closure device (vcd) failed. After closure was completed, it was found that the puncture site was still continuously oozing blood. Hemostasis was achieved by manual compression. There was no reported patient injury. The device functioned properly but failed to achieve hemostasis. There were no visible signs of device or package damage prior to use. The device was stored and prepared per the instructions for use (IFU). No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and there was no difficulty deploying the plug. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, the indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The plug was deployed to the proper location. Pulsatile bleeding of the puncture site was not immediately noted upon removal of the exoseal vcd and sheath. Fingertip compression was maintained on the skin during removal of the device. Bleeding was noted 5 minutes after plug deployment/device removal. There were no multiple stick attempts before access was achieved. A non-cordis catheter sheath introducer was used. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, there was no access vessel tortuosity, there was no stent near the puncture site, and the vessel did not have greater than 50% stenosis at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with an antegrade approach. The patient¿s body mass index was not greater than 40. The physician had achieved certification on the use of exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.